Event description:
It was reported that during an atrial tachycardia (at) procedure, that the patient was experiencing a pericardial effusion. The patient was not stable and needed further intervention. In addition, the customer stated that there was a possible map shift approximately 10mm at the end of the procedure after final ablation in right atruim and right before the blood pressure was dropped. The patient did move a few times throughout the procedure, and error messages popped up but disappeared. The physician did not mention this issue being a possible cause of perforation. All catheters were connected through the piu, but the customer were actively displaying the cs catheter.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing a pericardial effusion. Customer stated the patient was not stable. The customer also stated that there was a possible map shift at the end of the procedure that was demonstrated by taking a his point that was different than the his point in the beginning of the procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The concomitant products: carto 3 system (11403), stockert 70 (st-0958), reprocessed acunav catheter. Bard dynamic deca. (B)(4).